Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the device could not be seen by the navigation computer system during testing at set up. The account did not have a functioning back up to use, and the cervical procedure was cancelled. The case was successfully completed three days later.